Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; error 226 occurred. During internal inspection, the main socket showed damage. Further examination showed the circuit board showed traces of fluid and the outer display was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite ii video system center gave scope communication error (error e226). The customer changed the plug and the device gave a message that the device could not detect the scope/video input. The customer reported the issue occurred during preparation prior to procedure. The procedure was completed with a similar device. No adverse effects to patient reported.